Event description:
Heavier/longer periods, cramping, sharp pains in my side, headaches, fatigue, back/leg pain. Was tested for nickel allergy and tested positive. Was tested for ms to rule out; that was negative. Was tested for lyme; that was positive. With only one tube, I should not have been implanted (according to the manufacturer). The nickel warning was not required at the time of implantation so I was not tested until after having essure for a few months. Also, I have since learned that nickel can make the symptoms of lyme worse. I had a laparoscopic supracervical hysterectomy on (B)(6) 2014 to remove my uterus as well as my left tube (with coil intact). (B)(4).